Event description:
Customer stated "smells likes it's burning." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector did not find any signs of switch burning or any emitting of burning smell. The pad was tested by a quality control technician, and found the pad was heating and functioning properly. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.